Event description:
It was reported that the siderail drops quick when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been repaired.

Event description:
It was reported that the siderail drops quick when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.